Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse went through the logs and nothing was detected. Unit ran under normal circumstances for 48 hours. Unit tested ok. Fault was actually a kink in the catheter that caused the fault as confirmed by the user.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) had a ntfgh rp unit auto restart & shutdown. It required a user restart and after restarting, the unit was on standby and it auto shutdown. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h10, h11. Corrected fields ; h6(type of investigation).

Event description:
N/a.